Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the black screw cap of the system controller was cracked. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) ) having a damaged black connector nut was confirmed upon arrival of the returned controller. The black connector nut had several cracks which weakened the security of the connector nut; however, the damage but did not have any impact on the pins of the power cable being able to fully mate to power sources. The controller underwent a full functional test and was otherwise found to perform as intended. The controller supported operation of a mock circulatory loop for an extended period of time without issue. The downloaded log file was also reviewed. This log file contained information spanning approximately 3 days ((B)(6) 2023 to (B)(6) 2023 per timestamp). No abnormal events were observed, and the pump maintained a speed above the low-speed limit without issue while the driveline was connected. The driveline was disconnected at 11:26:20 on (B)(6) 2023, which is consistent with its exchange. The root cause of the observed damage cannot be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.